Event description:
Cardiac arrest on (B)(6), non-shockable rhythm in extreme bradycardia, linked to a non-functioning pacemaker. Hospitalization in mir croix rousse in the aftermath. Pacemaker uninterrogable. Complete bav requiring isoprenaline then installation of an electrosystolic drive lead. Progression to severe anoxic encephalopathy leading to the patient's death on (B)(6). No awakening of the patient from on (B)(6) until death. Implantation in 2015.

Event description:
Reportedly, a cardiac arrest on (B)(6) 2023 occurred. Non-shockable rhythm in extreme bradycardia, linked to a non-functioning pacemaker. Hospitalization was performed and the pacemaker was not interrogeable. Progression to severe anoxic encephalopathy leading to the patient's death on 22 march. No awakening of the patient from 18/03 until death. Implantation in 2015.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.